Event description:
The event is reported as: report received via medwatch on (B)(6) 2012. Patient had (B)(6) and in-house stroke which resulted in ineffective communication. Patient had been extubated and subsequently transferred to telemetry unit several days later. Patient was complaining of increasing throat pain, patient was anxious. CT of soft tissue of the neck shows foreign object is hypopharynx. The bite block part of the bitegard was removed with curved forceps. Patient may have been bitten the plastic holder attached to the bite block - not recognized as missing. When block examined; the white plastic section that is housed in the center of the green block was missing. There was no indication the piece of the device was retained or aspirated.

Manufacturer narrative:
Device sample has not been received by manufacturer. DHR did not reveal any issues related to problem with the component assembly during the manufacture of this product. Since defective sample was not available for investigation, a sample of material on hand from the warehouse was dimensionally inspected, and components were measured where the green bite block (inner contact area) and the handle (outside contact area). Both components are inside the specified dimensional tolerances. Root cause unknown. Complaint cannot be confirmed. However, the complaint description mentions because the patient bit the handle section of the bite block, this can be considered improper use of the device which is not designed to work in that way.